Event description:
Failure to detach.

Manufacturer narrative:
The rerport we received indicated that the procedure being performed was aneurysm coiling. The access site was right femoral. The target site was the middle cerebral artery. The lesion characteristics were wide neck. Although our customer tried several times to detach the coil, it did not work. Therefore, they had to remove the coil and use instead a coil from boston. The patient's neurological status post procedure was h+h iii. There were no adverse effects to the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.